Event description:
It was reported during remote discharge check on this right atrial (ra) lead there were several stored rythmiq episodes. Technical services (ts) reviewed the data, and it shows rythmiq episodes exhibited atrial loss of capture (loc). Device programmed feature post implant threshold testing was performed, however it was not successful. The ra lead was dislodged and lost all its slack, subsequently this ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.